Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced two episodes of inappropriate therapy. In the first episode, the device delivered one burst of anti-tachycardia pacing (atp), followed by five inappropriate shocks, leading to therapy exhaustion. This occurred as a result of supraventricular tachycardia (svt). After the last shock, device interrogation revealed a code 1005, indicating an open circuit condition. The second episode was due to oversensing, which triggered two inappropriate shocks. Additionally, a gradual increase in shock impedance was observed after the shocks, reaching out of range measurements, above 125 ohms. As a result, technical services (ts) recommended a right ventricular (rv) lead replacement due to a suspected issue. Consequently, the physician decided to limit therapy to atp only. No additional adverse patient effects were reported. This rv lead remains in service.